Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found that this device did heat up to 162f in 1 minute at the initial inspection, and it was very noisy. (B)(6) service <(>&<)> repair staff determined that it was caused by wearing of the internal parts.

Event description:
It was reported that the visao high-speed otologic drill overheated during tympanoplasty. (The details are unknown such as how long the device was used before the overheating or when the device started to overheat.) The procedure was continued using the said drill by occasionally cooling it by water, and completed with no delay or adverse effect.